Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the u-cor hfams patch. Patient described the area as skin red, itchy around adhesive and gels with broken skin. There was no alleged device malfunction contributing to the open wound. The patient's physician advised applying flonase to the area. Outcome of the open wound is unknown.